Manufacturer narrative:
The device was returned and customer allegation was confirmed. During the incoming inspection, a defective charge coupled device (ccd) was found and no image was displayed. There were few additional findings. The distal end cover was damaged. The adhesive of the bending section cover was separated. The scope body, scope cover, switch box unit and universal cord had scratches. The seat holder unit was corroded. The scope exhibited data error. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the bronchovideoscope was not recognized when connected to the processor. The device was not transmitting images. The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a damaged control board, which was likely damaged by one or more of the following: -wear and tear damage that naturally and inevitably occurs as a result of normal wear or aging. -electrical stress was abruptly applied. -damage from device handling by the user. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "IFU (operation manual) states on cautions for connection of scope connector as follows: ¿important information ¿ please read before use. Warnings and cautions: caution. ·turn the video system center on only when the videoscope cable is connected to both the video system center and the electrical connector on the endoscope. In particular, confirm that the video system center is off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd (charged coupled device unit). Precaution for disappeared or frozen endoscopic image; warning. ·follow the precautions given below when handling the instrument. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. IFU (operation manual) states on inspection prior to use as follows: 3.6 inspection of the endoscopic system. Inspection of the endoscopic image. 3. While observing the palm of your hand, confirm that the wli and nbi endoscopic image is free from noise, blur, fog, or other irregularities. 4. Angulate the endoscope and confirm that the wli and nbi endoscopic image does not momentarily disappear or display any other irregularities. IFU (operation manual) states on actions for no image as follows: chapter 5 troubleshooting. If the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, 'troubleshooting guide'. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement." Olympus will continue to monitor field performance for this device.